Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device clinic reported that patient received a shock during a procedure. Anesthesiologist reported that magnet was placed over the device during the procedure. Patient will be brought into office to review recordings. Device remains implanted.